Event description:
It was reported that during a balloon expandable stent deployment procedure at the iliac bifurcation, while the stent was being taken across the bifurcation to the lesion site, the distal end of the stent struts opened up and we were not able to cross the lesion. It was further reported that the stent allegedly detached from the balloon at the right iliac. Reportedly, the health care provider removed the balloon over the guidewire for another balloon expandable stent that was used to immobilize the original stent to the vessel. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us, but is similar to the valeo balloon expandable products that are cleared in the us. The 510 k number and pro code for the valeo balloon expandable products are identified.h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The catalog number identified has not been cleared in the us, but is similar to the valeo balloon expandable products that are cleared in the us. The 510 k number and pro code for the valeo balloon expandable products are identified. (Expiry date 03/2019).

Event description:
It was reported that during a balloon expandable stent deployment procedure at the iliac bifurcation, while the stent was being taken across the bifurcation to the lesion site, the distal end of the stent struts opened up and we were not able to cross the lesion. It was further reported that the stent allegedly detached from the balloon at the right iliac. Reportedly, the health care provider removed the balloon over the guidewire for another balloon expandable stent that was used to immobilize the original stent to the vessel. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.